Event description:
It was reported that during an implant procedure, a new left ventricular (lv) lead was inserted into the port of the cardiac resynchronization therapy defibrillator (crt-d) and the physician could not screw the lead. It was noted when the silicone from the grommet was removed and the physician was able to see where the setscrew was, the setscrew was pulled out so far that it was at an angle that needed to be straightened out. Once the lead was screwed, silicone was put on top to replace the removed grommet. The crt-d remains in use. No patient complications have been reported as a result of this event.